Manufacturer narrative:
Covidien reference number: (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the proportional solenoid (psol) valve and the compressor printed circuit board (pcb). The customer reported to have followed the recommendations provided and replaced the psol 3 and the compressor pcb and all tests passed. Covidien was not authorized to service the device.

Event description:
It was reported that, on start up of an 840 ventilator the compressor pops the breaker. The ventilator was not in use on a patient at the time the event occurred.